Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge did not fit onto the pump, and that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issues. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to a backup insulin pump.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified, but the cartridge installation and alarm 20 issue could not be verified.